Event description:
Caller states that the customer received results of 186 mg/dl, 323 mg/dl, and 560 mg/dl within 10 minutes on the same device. Customer reportedly had low blood glucose symptoms at this time and that she ate/drank to elevate her blood glucose. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.